Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Corrected - no sample was returned by the customer for evaluation. Updated - the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink system dual-lead y-type catheter extension set in which leaking was detected at the y-junction. It is unknown when this condition occurred. There were no reports of patient involvement associated with this event. This is report 5 of 5 of the same reported problem from this facility. No additional information is available.